Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was experiencing low blood glucose at the time of the call. Customer¿s blood glucose at the time of the incident was 47 mg/dl. It was stated that the customer had received the insulin pump the day of the call, went to training, and connected at 6 o¿clock because he had taken a long acting insulin shot earlier. The customer¿s spouse inquired on how to deliver a bolus. They were assisted with explaining how to program a bolus. It was advised to treat the low blood glucose first with glucose intake and take the bolus after eating a meal. Troubleshooting was declined. The insulin pump will not be returned for analysis.